Event description:
As reported by the edwards clinical specialist, three days post transaortic transcatheter aortic valve replacement (tavr) procedure the patient was reported as not doing well; he required implantation of a permanent pacemaker (ppm). Following ppm the patient improved and was discharged three days later. Per the information received, this (B)(6) male patient underwent transaortic implantation of a 26mm edwards sapien transcatheter heart valve on (B)(6)-2012. The patient did not have any underlying heart rhythm issues. The degree of annular calcification was described as severe and the annular size was noted as 23mm. No additional information has been received.

Manufacturer narrative:
The serial and/or lot number for the device was not provided thus a device history record (DHR) review of the effected sapien valve could not be performed. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the (B)(6), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the root cause for the ppm cannot be confirmed. In this case, it is likely procedural factors and the patient's underlying cardiac pathology (severely calcified native annulus) contributed to the event. Per the device's instructions for use (IFU), the edwards sapien transcatheter heart valve, model 9000tfx, (sizes 23 mm and 26 mm), are only indicated for transfemoral delivery in patients with severe aortic stenosis who have been determined by a cardiac surgeon to be inoperable for open aortic valve replacement and in whom existing co-morbidities would not preclude the expected benefit from correction of the aortic stenosis. The safety and effectiveness of the edwards sapien transcatheter heart valve via transaortic delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is endorsed or recommended by edwards lifesciences. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.